Event description:
It was reported that a patient underwent a laparoscopic resection of middle lobe liver tumor+cholecystectomy procedure on (B)(6) 2025 and suture was used. The suture was broken when the surgeon attempted to sew the tissue. Changed to another one to complete the laparoscopic resection of middle lobe liver tumor+cholecystectomy surgery. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint #(B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6. Component code: g07002 - device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: one of the product code w8761 , lot number 100a1z , quantity of product involved should be 1 . The other product code 8521h , lot number qlbdrs , quantity of product involved should be 1 . The procedure should be laparoscopic resection of middle lobe liver tumor+cholecystectomy . The following information was requested, but unavailable: - were there any adverse consequences associated with the patient? Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please describe what quality issue was experienced with product code 8521h, lot number qlbdrs. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 6/24/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. The following information was received: after investigation, the patient was a 58-year-old male who underwent laparoscopic middle liver lobe tumor resection + cholecystectomy on (B)(6) 2025. The operator used w8761 for tissue suturing during the surgery (the specific suturing tissue level and suturing method were unknown). The suture broke during the suturing. The operator immediately replaced with the suture (code: 8521h, lot: qlbdrs) to continue the suturing. The suture broke again. The operator replaced with a new suture again (the specific product information was unknown) to continue the suturing. The subsequent surgery went smoothly. This event resulted in an extension of the surgical time by approximately one hour and no subsequent adverse events were reported. Additional information was requested, the following was obtained: 1. Please describe what quality issue was experienced with product code: 8521h, lot number: qlbdrs. Received information as following from sales rep via phone today. The suture (product code: 8521h, lot number: qlbdrs) was broken during suturing during surgery. H3 investigational summary: the product was returned to ethicon for evaluation. One unopened sample was received for analysis. Product code: w8761. In order to evaluate the condition of the returned sample, the packet was opened. The swage and attachment area were noted as expected. The suture was dispensed without problems and examined along the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.